Event description:
It was reported that the customer's blood glucose was 46 mg/dl. Customer treated with orange juice. She also received a sensor error, during initialization of the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.